Event description:
The male pt received a precise stent in 2008. On the following month, the pt suffered an ischemic stroke. There was partial recovery with minor residual. Pt had reflex change and left hemiparesis.

Manufacturer narrative:
The product involved is an unk precise stent. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.